Event description:
It was reported that during treatment utilizing a renasys foam filler kit, air leakage occurred. Although fixation strips were applied to cover the dressing, the problem was not solved. When the dressing was exchanged, the leakage stopped. The doctor thought there was a problem on how to use of the dressing. There was no patient harm. No delay was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was compressed, the device alarmed the leak and the event happened shortly after the dressing was applied, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.